Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had an impella 5.5 placed to support a patient with known cardiomyopathy, known chronic kidney disease on continuous renal replacement therapy and known congestive heart failure. The pump was placed but after close to a month of support, there were purge pressure and a purge system blocked alarm. The team made thoughts to infuse tissue plasminogen activator to the purge. The pump was not replaced and support continued. The patients outcome was stable.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The logs confirm high purge pressure alarm with no prior motor current spikes. The purge pressure rose for about 30 minutes before both purge system blocked and purge pressure-high alarms were triggered. There was also a simultaneous decrease in purge flow. High purge pressure was sustained for about an hour before troubleshooting efforts resolved issue. The root cause of the high purge pressure was most likely biomaterial as evidenced by the gradual increase in purge pressure in the logs simultaneous with purge flow decrease and issue resolution after p-level decrease b3 date of event was erroneously entered on the initial manufacturer device report.